Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.